Manufacturer narrative:
(B)(4). The customer will retire the ventilator.

Event description:
It was reported that the ventilator had a blank display and inoperable. The ventilator was not in use on a patient at the time of the event.